Event description:
Related manufacturer reference number: 3006705815-2019-02194, 1627487-2019-06863. It was reported that the patient was unable to set ipg to MRI mode. The patient needs a brain MRI and four contacts on each lead showed low impedance. The patient tried multiple positions but could not get the ipg to go into MRI mode. The patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the leads were explanted.